Event description:
It was reported that pump screen appeared dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to press button in a specific way to turn on display, planned to use multiple daily injections as backup therapy, agreed to place pump in storage mode and return it using provided label, and was informed they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged replacement pump shipment.